Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) alleged an inappropriate shock was delivered. Technical services referred the patient to the health care professional. No changes have been performed. This device remains in service. No further adverse patient effects were reported.